Event description:
We received a call from the operating room stating that the philips physiological monitor was not sending the data to the emr system. Our engineers troubleshot the issue by replacing the ethernet cable and checking on the connected data port. After ruling out those procedures the problem was still happening. Later that day we got another call from another department, with a different central station reporting the same problem. At this time we engaged philips technical support, and asked them for the procedure on how to check if the dhcp service within the piicix software had no more ip addresses to provide thinking it could have been a licensing issue or the dhcp service to be hanged. Philips technical support mentioned that if there are no errors in the logs referring to "dhcp" then there is nothing causing that problem from that perspective. We did not get any errors on the logs referring to this issue. We then contacted a local philips engineer and he stated that the only way to restart the dhcp is to reboot the primary server. We decided to proceed with his process and notified all departments about the downtime. The server was rebooted and came back up a few mins later and the reported issues were solved. Although philips did not acknowledge this issue, they suggested us to decrease the ip lease period on the dhcpp from 4 weeks to 1 week, probably a possible workaround, this in order to avoid the dhcp to hang again by not allocating enough free ip addresses for future use. Manufacturer response for physiological monitor primary server (dhcp), philips piic ix server (per site reporter): did not really know the cause. Wanted us to reboot the server to fix the issue.